Event description:
The customer reported that the unit had come back from repairs and gave off a burning smell; external battery hot and dripping sulfuric acid. The external batteries have overheated and produced a foul odor. The customer reported there was no patient involvement.